Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the balloon catheter deflation time was longer than expected it was reported that it is possible the balloon catheter was not properly prepped. Reportedly no pt injury was associated with this event.

Manufacturer narrative:
The following info from section f was completed by the MFR. H6: eval codes updated evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned partially inflated. The distal portion of the catheter had three kinks. The inner member was pinched as a result of one of the kinks. Quality engineering determined the most likely root cause of the slow inflation/deflation is the severe kink in the inflation lumen which may have been caused by a kink in the guiding catheter. The cause of the kinks is not known, but the report states the guiding catheter may have been kinked and that the pt's anatomy was severely kinked. There is no indication in the complaint that any device defects were noted during preparation. Quality engineering determined that no corrective action is warranted at this time. All rx rocket catheters are checked for kinks prior to packaging. In addition, a sample of each lot mfg is visually, dimensionally and functionally tested including tests for inflation and deflation times. This MDR is considered closed by the quality assurance department.